Event description:
Sales rep reported that during acl procedure, the surgeon implanted t1 and when the surgeon went to deploy t2, it slipped off the device. The surgeon removed the suture, but left t1 unsupported in the patient. The surgeon completed the procedure with additional fast-fix device. No patient injury resulted.

Manufacturer narrative:
Device has not been returned for evaluation.